Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that when the customer navigated to the bolus menu of the pump, the blood glucose (bg) values did not auto-populate in the bg menu of the pump. There was no reported impact to customer's blood glucose. Multiple attempts were made to follow up with the customer on the reported issue; however, no response from the customer was received.